Manufacturer narrative:
The reporting party did not allege any malfunction with the device. They continued to use the device during the blood drive with no issues reported. The disposable set used during this procedure was disposed of on-site and therefore not available for return. Device not returned.

Event description:
On (B)(4) 2015 haemonetics was notified of a donor reaction. During the first cycle of a blood donation, the donor slumped in his chair and lost consciousness. Staff reclined the chair to apply ice packs at which time both of the donor's arms clenched. The donor quickly regained consciousness. Staff assisted the donor in unbending his arms and attempted to remove the needle in order to discontinue the procedure. At that time. The staff noticed the needle was bent at the hub while still in the donor's arm due to the muscle contractions. Staff were unable to remove the needle by withdrawing it through the needle guard due to the bend. The needle was removed manually. Vital signs were within normal limits. The donor fully recovered at the donation site and was released in good condition with no medical attention. Approximately 3.5 hours later, the staff was notified that the donor was in pain in his arm and shoulder and taken by ems to a local emergency room. Attempts to follow up with the donor for treatment information and results was unsuccessful by the staff. The staff reported that there were no abnormalities with the device or disposable set during this procedure. The procedure resulted in 180ml of red blood cell and 203ml of plasma being collected.